Manufacturer narrative:
One nt 2000 neurotherm rf generator was received for analysis. Visual inspection revealed a broken part on the left side of the upper assembly which compromised sealing of internal parts and need replacement. The generator was connected to an external power source and the generator powered on successfully. The generator output in sensory mode was unstable and fluctuated. The issue was related to an abnormal functioning of the rf stimulation board. Replacing the stimulate board resolved the reported problem. The generator was powered on; it initialized successfully and displayed the software application. Sensory and motor mode performed without fluctuation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abt specifications and procedures. Based on the information provided to abbott and the investigation performed, the cause for the reported event was due to an abnormal functioning of rf stimulation board.

Event description:
The motor and sensory functions did not work as expected; the control knob remained at 0. The case was cancelled and re-scheduled with no consequences to the patient.